Manufacturer narrative:
Technician found the brake caster and the brake steer casters were worn. Technician replaced both the lock caster and the brake steer caster. Bed is fine now.

Event description:
Technician alleged that the brake was not holding. No one was hurt or injured.